Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported during the patient's implant procedure when taking the lead out of the box the physician observed the lead's insulation was frayed near the paddle portion. The physician exchanged the lead and the procedure was completed without any further issues.